Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm6_12.6 implantable collamer lens, -08.50 diopter into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to patient experienced permanent loss of bcva and the problem was resolved. The patient had a refractive lens exchange with a trifocal lio. The cause of the event was unknown.

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Manufacturer narrative:
D4 - unique identifier (UDI) # (B)(4), should be added to the initial MDR. Claim # (B)(4).